Event description:
A falsely elevated troponin I result of 1.84 ng/ml was obtained. The results was reported to the physician who questioned the result. The samle was tested again on the same instrument and a result of 0.01 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I results is improper priming of chemical wash solution.